Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 345218) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 6.7 inr. Since the result was high the customer went to the hospital for a comparison test. The result from the laboratory within 7 hours was 3.4 inr. The customer's falithrom was held due to the high results. The customer's therapeutic range is 2.5 - 3.0 inr. The customer is in good condition.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The customer returned two strip lots for investigation. One vial of strip lot 322640-11 and four vials of strip lot 345218-11. The returned test strips were measured with retention meters using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Customer's returned strip lot 322640-11 (1 vial tested): testing results (qc range: 2.7 - 3.2 inr): qc 1: 3.0 inr, qc 2: 3.0 inr , qc 3: 3.0 inr . Customer's returned strip lot 345218-11 (4 vials tested): testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.7, 2.7, 2.7, 2.7 inr, qc 2: 2.7, 2.7, 2.7, 2.7 inr , qc 3: 2.7, 2.7, 2.7, 2.7 inr . The maximum difference between measurements was 0%. The obtained qc results were in the allowed range. No error messages occurred during investigation.